Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported a xen®45 gts event described as "when trying to move the injector slider forward to inject the [implant], the movement felt shaky and jerky" in unknown eye. The hcp stopped using this device and completed the surgery with a backup device. No eye injury reported.

Event description:
Additional information noted affected eye is right eye.

Manufacturer narrative:
Device analysis: the needle cover, cam lock, and retention plug were each detached and not returned. The gel stent was not returned. A visual evaluation of the xen injector was performed. Significant damage was observed to the injector. A large gap/ separation was observed between the halves of the syringe case (near the needle hub). The needle guide and needle shaft were observed to be severely bent near the hub. The needle hub was observed to be twisted and protruding from the injector gap observed. The slider of the injector was in the start position, the needle was fully retracted, and the bevel was not within the bevel selector and was observed in the gap/ separation between the injector halves. The reported complaint of slider resistance is unable to confirm since device functionality could not be evaluated due to injector damage. The needle guide and needle shaft were so severely bent that the needle cover would not have been able to be put on the needle guide properly. The device was removed from the molded tray and manipulated prior to lake county sample receipt; therefore, the condition of the injector is likely due to handling. No further evaluation is required.

Event description:
Healthcare professional reported a xen®45 gts event described as "when trying to move the injector slider forward to inject the [implant], the movement felt shaky and jerky" in unknown eye. The hcp stopped using this device and completed the surgery with a backup device. No eye injury reported.